Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezj0519 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that a patient was receiving chemotherapy (continuously) with hydration. The patient had a power PICC inserted on (B)(6) 2016. On the afternoon of (B)(6) 2016, the patient reported finding a large hole in the PICC line tubing just distal of the insertion site. Required placement of new device resulting in delay of medications. Mild skin irritation/redness at site of PICC insertion/leak was reported.